Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead. The physician suspected lead dislodgement to be the cause of the event. The helix of the rv lead failed to extend during the repositioning procedure. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold, suspected lead dislodgement and helix would not extend. The reported event of high capture threshold and helix would not extend were not confirmed. As received, a complete lead was returned in one piece with the helix in the extended position clogged with blood and tissue. An x-ray examination revealed the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning the helix, it was able to be successfully retracted and extended by applying torqued to the connector pin. The full helix extension length was measured within required performance specification. Furthermore, electrical testing did not find any indication of conductor fractures or internal shorts.